Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, the lens did not deploy. However, the tip entered the eye and it was loaded with recommended amount of viscoelastic. The procedure was completed on same day after switching out the iol without any harm to the patient. Additional information has been requested but no information is available at the time of this report.